Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade iii and breast implant associated anaplastic large cell lymphoma (bia-alcl).

Event description:
Healthcare professional reported right side "repetitive seroma-late, tuberous breasts, pain," capsular contracture, baker grade iii and breast implant associated anaplastic large cell lymphoma (bia-alcl). Pathological biomarkers cd30+ and alk- have been received. Immunohistochemical study shows positivity of neoplastic cells for cd30, with negativity for alk and cd68. Healthcare professional also reported "a moderate amount of heterogeneous liquid located between the capsule/outer shell; the capsule fibrous, with a thickness of up to 12mm in the anterior region. Fluid presents multiple fibrous septa/detritus inside." Device explanted and replaced with mentor silicone gel breast implants.